Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and pregnancy with contraceptive device ("pregnancy") in a 17-year-old female patient (gravida 2, para 1) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in (B)(6) 2009. The patient's concurrent conditions included chronic abdominal pain, flank pain, stomach pain, fatigue and fall. In (B)(6) 2009, the patient had essure inserted. In november 2009, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6)2010, the patient experienced premature labour ("preterm labor"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with surgery (to remove the essure). Essure was removed in june (B)(6). At the time of the report, the pelvic pain, pregnancy with contraceptive device and premature labour outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter provided no causality assessment for pregnancy with contraceptive device and premature labour with essure. The reporter considered pelvic pain to be related to essure. Diagnostic results: (B)(6)2009 CT of the chest, abdomen & pelvis with IV contrast in the pelvis, no free fluid is identified. An iud is seen in place. Impression: negative (B)(6)2009 exam: pelvic ultrasound exam. Indication: stomach pain, fatigue, right side pelvic pain. Impression: an iud is seen in place. It appears in good position. 1.3cm in diameter abdominal follicle or small cyst within left ovary. No evidence of ovarian torsion in seen. (B)(6)2009 hcg urine: positive (B)(6)2009 ultrasound pregnancy less than 14weeks: indication: the patient is eight weeks pregnant, fell, abdominal/pelvic pain, dizziness. Impression: I now see a single live intrauterine fetal pole within a gestational sac. The crown-rump length measurements suggest a gestational age of 6 weeks 3 days with an estimated due date of(B)(6)2010. Fetal heart rate was 128 beats per minute. There was a tiny fluid collection adjacent to the gestational sac on a couple of images, this measured 6 mm x 4.3 mm x 4.6 mm and could represent a small subchorionic hemorrhage. No other significant abnormality is seen. Ultrasound pregnancy less than 14weeks: indication: vomiting, fever, shaky, weakness. The patient is also pregnant and complains of intermittent right lower quadrant pain. Impression: very small gestational sac with a mean diameter of 4.0 mm within the upper uterine segment. I do see a 1.5-mm yolk sac within it. The mean diameter of the gestational sac suggests a gestational age of 5 weeks, 1 day. A fetal pole or fetal cardiac activity is not seen as of yet. If this represents a viable pregnancy, estimated due date will be (B)(6)2010.both maternal ovaries appear unremarkable. No ovarian torsion is seen. Minimal amount of nonspecific free fluid seen within the culde- sac on transvaginal images only. (B)(6)2009 ultrasound pregnancy: less than 14weeks impression: very small gestational sac with a mean diameter of 4.0 mm within the upper uterine segment. I do see a 1 .5-mm yolk sac within it. The mean diameter of the gestational sac: suggests a gestational age of 5 weeks, I. Day. A fetal pole or fetal cardiac activity is not seen. As of yet. If this represents a viable pregnancy, estimated due date will he (B)(6)2010. Both maternal ovaries appear unremarkable. No ovarian torsion is seen. Minimal amount of nonspecific free fluid seen within the culde- sac on transvaginal images only. (B)(6)2010 ultrasound, pregnancy, less than 14 weeks indication: pregnant patient ran into a pole, complains of right sided abdominal pain impression: 1. 13 weeks, 1 day single, live intrauterine fetus in transverse lie with estimated due date of(B)(6)10 by today's study. This represents satisfactory intrauterine growth since the prior study of (B)(6)09 and is in good accordance with the gestational age by dates (13 weeks, 0 days). 2. Good fetal body motion and fetal cardiac activity of 153 bpm were seen. 3. Early formation of the placenta is anterior. It is low-lying at this time. A follow up exam in the late second trimester is recommended. I see no evidence of placental bleed. 4. A normal amount of amniotic fluid is seen. 5. The maternal cervical canal length is normal and is closed. (B)(6)2010, impression: pelvic pain, abortion-threatened clinical history: pelvic pain, cramping, pregnant. Impression: single living intrauterine pregnancy identified. Estimated gestational age is 17 weeks, 6 days. Fetal heart tones were identified at 150 beats per minute. Reason for procedure: pain, fall. Indication: patient pregnant complains of pelvic cramping; back, pelvic, and right lower quadrant pain. Report: a single, live intrauterine fetus is seen in the transverse lie with the fetal head toward the maternal left. Fetal body motion was seen by the technologist. The fetal heart rate measured at 150 bpm. The placenta is anterior. No placenta previa is seen. A normal amount of amniotic fluid is seen. The maternal cervical canal measures 5.51 cm which is normal. It appears closed. Impression: 17 weeks, 5 days single, live intrauterine fetus is seen in a transverse lie. See above. The placenta is anterior. No previa is seen. A normal amount of amniotic fluid is seen. The maternal cervical canal length is normal. (B)(6)2010, diagnoses: 1. Preterm labor. 2. A 32-week intrauterine gestation. Procedure: 1. Tocolysis of preterm labor. 2. Obstetrical unit monitoring history: patient gravida 2, para 1, 32-weeks gestation. She presented to labor and delivery on the evening of (B)(6)2010, in preterm labor. Urinalysis was negative. Urine drug screen revealed a preliminary positive thc, confirmation is pending. She was started on oral procardia 10 mg q.6h and continued to be monitored. She did not make significant change in cervical dilation. Her contractions ceased. She had no significant contractions for more than 12 hours prior to release. (B)(6)2010 indication: low back pain.31 impression: normal examination of the lumbar spine. Three views were performed. Indication: mid back pain for 2 weeks. Impression: normal examination of the thoracic spine. Three views were performed. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pregnancy with contraceptive device, premature labour, device ineffective. Most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet and medical record received. Reporter information, patient¿s demographic information, relevant history and lab data updated. Events pregnancy with contraceptive device, premature labour, device ineffective were newly added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), premature labour ('preterm labor') and pregnancy with contraceptive device ('pregnancy') in a 17-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in (B)(6) 2009. The patient's concurrent conditions included chronic abdominal pain, flank pain, stomach pain, fatigue and fall. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2010, the patient experienced premature labour (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, premature labour, pregnancy with contraceptive device and abdominal pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 2, para 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was not reported. The reporter provided no causality assessment for pregnancy with contraceptive device and premature labour with essure. The reporter considered abdominal pain and pelvic pain to be related to essure. Diagnostic results: on (B)(6) 2009 CT of the chest, abdomen & pelvis with IV contrast in the pelvis, no free fluid is identified. An iud is seen in place. Impression: negative (B)(6) 2009 exam: pelvic ultrasound exam. Indication: stomach pain, fatigue, right side pelvic pain. Impression: an iud is seen in place. It appears in good position. 1.3cm in diameter abdominal follicle or small cyst within left ovary. No evidence of ovarian torsion in seen. (B)(6) 2009 hcg urine: positive. (B)(6) 2009 ultrasound pregnancy less than 14 weeks: indication: the patient is eight weeks pregnant, fell, abdominal/pelvic pain, dizziness. Impression: I now see a single live intrauterine fetal pole within a gestational sac. The crown-rump length measurements suggest a gestational age of 6 weeks 3 days with an estimated due date of (B)(6) 2010. Fetal heart rate was 128 beats per minute. There was a tiny fluid collection adjacent to the gestational sac on a couple of images, this measured 6 mm x 4.3 mm x 4.6 mm and could represent a small subchorionic hemorrhage. No other significant abnormality is seen. Ultrasound pregnancy less than 14 weeks: indication: vomiting, fever, shaky, weakness. The patient is also pregnant and complains of intermittent right lower quadrant pain. Impression: very small gestational sac with a mean diameter of 4.0 mm within the upper uterine segment. I do see a 1.5-mm yolk sac within it. The mean diameter of the gestational sac suggests a gestational age of 5 weeks, 1 day. A fetal pole or fetal cardiac activity is not seen as of yet. If this represents a viable pregnancy, estimated due date will be on (B)(6) 2010. Both maternal ovaries appear unremarkable. No ovarian torsion is seen. Minimal amount of nonspecific free fluid seen within the culde- sac on transvaginal images only. (B)(6) 2009 ultrasound pregnancy: less than 14 weeks. Impression: very small gestational sac with a mean diameter of 4.0 mm within the upper uterine segment. I do see a 1 .5-mm yolk sac within it. The mean diameter of the gestational sac: suggests a gestational age of 5 weeks, I. Day. A fetal pole or fetal cardiac activity is not seen. As of yet. If this represents a viable pregnancy, estimated due date will he (B)(6) 2010. Both maternal ovaries appear unremarkable. No ovarian torsion is seen. Minimal amount of nonspecific free fluid seen within the culde- sac on transvaginal images only. (B)(6) 2010 ultrasound, pregnancy, less than 14 weeks. Indication: pregnant patient ran into a pole, complains of right sided abdominal pain impression: 1. 13 weeks, 1 day single, live intrauterine fetus in transverse lie with estimated due date of (B)(6) 2010 by today's study. This represents satisfactory intrauterine growth since the prior study of (B)(6) 2009 and is in good accordance with the gestational age by dates (13 weeks, 0 days). 2. Good fetal body motion and fetal cardiac activity of 153 bpm were seen. 3. Early formation of the placenta is anterior. It is low-lying at this time. A follow up exam in the late second trimester is recommended. I see no evidence of placental bleed. 4. A normal amount of amniotic fluid is seen. 5. The maternal cervical canal length is normal and is closed. (B)(6) 2010. Impression: pelvic pain, abortion-threatened. Clinical history: pelvic pain, cramping, pregnant. Impression: single living intrauterine pregnancy identified. Estimated gestational age is 17 weeks, 6 days. Fetal heart tones were identified at 150 beats per minute. Reason for procedure: pain, fall. Indication: patient pregnant complains of pelvic cramping; back, pelvic, and right lower quadrant pain. Report: a single, live intrauterine fetus is seen in the transverse lie with the fetal head toward the maternal left. Fetal body motion was seen by the technologist. The fetal heart rate measured at 150 bpm. The placenta is anterior. No placenta previa is seen. A normal amount of amniotic fluid is seen. The maternal cervical canal measures 5.51 cm which is normal. It appears closed. Impression: 17 weeks, 5 days single, live intrauterine fetus is seen in a transverse lie. See above. The placenta is anterior. No previa is seen. A normal amount of amniotic fluid is seen. The maternal cervical canal length is normal. (B)(6) 2010, diagnoses: 1. Preterm labor. 2. A 32-week intrauterine gestation. Procedure: 1. Tocolysis of preterm labor. 2. Obstetrical unit monitoring. History: patient gravida 2, para 1, 32-weeks gestation. She presented to labor and delivery on the evening of (B)(6) 2010, in preterm labor. Urinalysis was negative. Urine drug screen revealed a preliminary positive thc, confirmation is pending. She was started on oral procardia 10 mg q.6h and continued to be monitored. She did not make significant change in cervical dilation. Her contractions ceased. She had no significant contractions for more than 12 hours prior to release. (B)(6) 2010 indication: low back pain.31. Impression: normal examination of the lumbar spine. Three views were performed. Indication: mid back pain for 2 weeks. Impression: normal examination of the thoracic spine. Three views were performed. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pregnancy with contraceptive device, premature labour, device ineffective. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: on (B)(6) 2019, she implanted essure (previously reported as (B)(6) 2010). Added event abdominal pain. Incident- no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), premature labour ("preterm labor") and pregnancy with contraceptive device ("pregnancy") in a 17-year-old female patient (gravida 2, para 1) who had essure inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective" in (B)(6) 2009. The patient's concurrent conditions included chronic abdominal pain, flank pain, stomach pain, fatigue and fall. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2010, the patient experienced premature labour (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (to remove the essure). Essure was removed in (B)(6) 2010. At the time of the report, the pelvic pain, premature labour and pregnancy with contraceptive device outcome was unknown. The pregnancy outcome was not reported. The reporter provided no causality assessment for pregnancy with contraceptive device and premature labour with essure. The reporter considered pelvic pain to be related to essure. Diagnostic results: (B)(6) 2009 CT of the chest, abdomen & pelvis with IV contrast in the pelvis, no free fluid is identified. An iud is seen in place. Impression: negative (B)(6) 2009 exam: pelvic ultrasound exam. Indication: stomach pain, fatigue, right side pelvic pain. Impression: an iud is seen in place. It appears in good position. 1.3cm in diameter abdominal follicle or small cyst within left ovary. No evidence of ovarian torsion in seen. (B)(6) 2009 hcg urine: positive (B)(6) 2009 ultrasound pregnancy less than 14weeks: indication: the patient is eight weeks pregnant, fell, abdominal/pelvic pain, dizziness. Impression: I now see a single live intrauterine fetal pole within a gestational sac. The crown-rump length measurements suggest a gestational age of 6 weeks 3 days with an estimated due date of (B)(6) 2010. Fetal heart rate was 128 beats per minute. There was a tiny fluid collection adjacent to the gestational sac on a couple of images, this measured 6 mm x 4.3 mm x 4.6 mm and could represent a small subchorionic hemorrhage. No other significant abnormality is seen. Ultrasound pregnancy less than 14weeks: indication: vomiting, fever, shaky, weakness. The patient is also pregnant and complains of intermittent right lower quadrant pain. Impression: very small gestational sac with a mean diameter of 4.0 mm within the upper uterine segment. I do see a 1.5-mm yolk sac within it. The mean diameter of the gestational sac suggests a gestational age of 5 weeks, 1 day. A fetal pole or fetal cardiac activity is not seen as of yet. If this represents a viable pregnancy, estimated due date will be (B)(6) 2010.both maternal ovaries appear unremarkable. No ovarian torsion is seen. Minimal amount of nonspecific free fluid seen within the culde- sac on transvaginal images only. (B)(6) 2009 ultrasound pregnancy: less than 14weeks impression: very small gestational sac with a mean diameter of 4.0 mm within the upper uterine segment. I do see a 1 .5-mm yolk sac within it. The mean diameter of the gestational sac: suggests a gestational age of 5 weeks, I. Day. A fetal pole or fetal cardiac activity is not seen. As of yet. If this represents a viable pregnancy, estimated due date will he (B)(6) 2010. Both maternal ovaries appear unremarkable. No ovarian torsion is seen. Minimal amount of nonspecific free fluid seen within the culde- sac on transvaginal images only. (B)(6) 2010 ultrasound, pregnancy, less than 14 weeks indication: pregnant patient ran into a pole, complains of right sided abdominal pain impression: 13 weeks, 1 day single, live intrauterine fetus in transverse lie with estimated due date of 7/26/10 by today's study. This represents satisfactory intrauterine growth since the prior study of 12/1/09 and is in good accordance with the gestational age by dates (13 weeks, 0 days). Good fetal body motion and fetal cardiac activity of 153 bpm were seen. Early formation of the placenta is anterior. It is low-lying at this time. A follow up exam in the late second trimester is recommended. I see no evidence of placental bleed. A normal amount of amniotic fluid is seen. The maternal cervical canal length is normal and is closed. On (B)(6) 2010, impression: pelvic pain, abortion-threatened clinical history: pelvic pain, cramping, pregnant. Impression: single living intrauterine pregnancy identified. Estimated gestational age is 17 weeks, 6 days. Fetal heart tones were identified at 150 beats per minute. Reason for procedure: pain, fall. Indication: patient pregnant complains of pelvic cramping; back, pelvic, and right lower quadrant pain. Report: a single, live intrauterine fetus is seen in the transverse lie with the fetal head toward the maternal left. Fetal body motion was seen by the technologist. The fetal heart rate measured at 150 bpm. The placenta is anterior. No placenta previa is seen. A normal amount of amniotic fluid is seen. The maternal cervical canal measures 5.51 cm which is normal. It appears closed. Impression: 17 weeks, 5 days single, live intrauterine fetus is seen in a transverse lie. See above. The placenta is anterior. No previa is seen. A normal amount of amniotic fluid is seen. The maternal cervical canal length is normal. On (B)(6) 2010, diagnoses: preterm labor. A 32-week intrauterine gestation. Procedure: tocolysis of preterm labor. Obstetrical unit monitoring history: patient gravida 2, para 1, 32-weeks gestation. She presented to labor and delivery on the evening of (B)(6) 2010, in preterm labor. Urinalysis was negative. Urine drug screen revealed a preliminary positive thc, confirmation is pending. She was started on oral procardia 10 mg q.6h and continued to be monitored. She did not make significant change in cervical dilation. Her contractions ceased. She had no significant contractions for more than 12 hours prior to release. (B)(6) 2010 indication: low back pain.31 impression: normal examination of the lumbar spine. Three views were performed. Indication: mid back pain for 2 weeks. Impression: normal examination of the thoracic spine. Three views were performed. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pregnancy with contraceptive device, premature labour, device ineffective. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 21-aug-2018: quality safety evaluation of ptc. On 21-aug-2018: upon routine monitoring quality activity, event preterm labor was upgraded to serious. Assessment and incident category were amended. Pregnancy outcome updated from live birth, outcome unknown to not reported. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure). Essure was removed in (B)(6) 2010. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.